Event description:
It was reported that during a laparoscopic nissen procedure, the shield would continuously activate making it impossible to penetrate the abdomen. There were no patient consequences.